Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise reversion episodes were noted due to right ventricular lead noise. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Event description:
New information received notes that the right ventricular lead was not explanted. The lead was capped and replaced on (B)(6) 2022.

Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise reversion episodes were noted due to right ventricular lead noise. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.